Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2025. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 770298. UDI: (B)(4).

Event description:
It was reported that one of the leads migrated and this was confirmed with imaging. It was also noted that the implantable pulse generator (ipg) and remote control had connection issues when the patient tries to change settings. The patient underwent a revision procedure wherein the lead and ipg were replaced. The patient was doing well postoperatively and the explanted lead was not returned as it broke upon removal, and the facility kept it.

Manufacturer narrative:
Block b3: exact date unknown, event occurred march 2025. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 770298, UDI: (B)(4). The returned ipg was analyzed, and no anomalies were detected during the visual and x-ray inspections. The ipg was fully recharged using a known good charger and successfully communicated with both a known good remote control (rc) and clinical programmer (cp). Additionally, the functional test for bluetooth low energy (ble) communication confirmed that there were no connectivity issues. With all the available information, boston scientific concludes as no problem detected as no connectivity problems were observed during the product analysis.

Event description:
It was reported that one of the leads migrated and this was confirmed with imaging. It was also noted that the implantable pulse generator (ipg) and remote control had connection issues when the patient tries to change settings. The patient underwent a revision procedure wherein the lead and ipg were replaced. The patient was doing well postoperatively and the explanted lead was not returned as it broke upon removal, and the facility kept it.